Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Reportedly, the customer's blood glucose (bg) level was not impacted for the first malfunction, but for the second malfunction, the customer reported a bg level of 140 mg/dl. The customer did not indicate what was done to address bgs. It was confirmed that the customer had a backup method of insulin delivery available.